Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported gib disconnect message in error log. The customer had to reboot the system. This is consistent with an intermittent system lockup situation. There is no report of injury or death associated with this event.